Event description:
It was reported that when using the bd pyxis¿ es server, system was not communicating. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in the incident, it was determined that the critical override failed to enable on the stations. A technical support specialist (tss) reviewed the issue and explained that the procedure outlined in the knowledge article cannot enable critical override at a station unexpected data constraint violation required a device-level dummy update to be completed one station at a time to allow the critical override settings to save correctly. The customer acknowledged the guidance and performed the update on each affected device. After completion, the tss verified that the critical override functionality was restored and worked as expected. The behavior was attributed to a known issue following a hotfix deployment on version 1.7.4, where strg.dispensingdevicesnapshot did not save until a reset. This was a production issue and addressed by the development team. No further impact was expected at that time. The system functioned as intended after the technical support specialist guided the customer through troubleshooting the device.